Manufacturer narrative:
H.6. Investigation: one open 30g x 5mm autoshield duo sample was returned from lot no. 8170742, cat. No. 329605. No sample was returned from lot. No. 9015768. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that a needle clog occurred during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter. "Orange shield on pen side does not activate. Needle is bent. Does not allow insulin to pass through. One needle is just activated, other 2 needles are not."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8170742. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-06-19. Medical device lot #: 9015768. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-01-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, "orange shield on pen side does not activate. Needle is bent. Does not allow insulin to pass through. One needle is just activated, other 2 needles are not."